Event description:
It was reported that during preparation for an angioplasty procedure involving a lesion located in the right coronary artery (rca), upon opening the package, the stent was not attached to the balloon of the liberte' monorail stent delivery system. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.